Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During procedure, the patient experienced low blood pressure and syncope due to unrelated patient symptoms. The implanted lead failed to be removed and operation was discontinued. The patient expired on (B)(6) 2019. There is no known allegation from a health professional that suggests the death was related to the device.